Event description:
Consumer states that she was using the floss and somehow while she was flossing complains that one of her teeth chipped.

Manufacturer narrative:
Tooth fracture is a well-documented issue when using dental floss. Fracture can occur when a tooth is structurally compromised and subjected to the forces occurring during normal dental hygiene. The use of dental floss with an unhealthy, previously damaged or improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage. Note: this report is being provided as a part of a retrospective review, per discussion with FDA medical device policy branch, and was performed as a result of recent changes/improvements made to our MDR reporting system as a result of an internal audit. This resulted in a two-year retrospective review for reportable events in order to identify and submit all events meeting the criteria described by the FDA representative.